Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient reported having known metal allergies. The patient described the irritation as patches of pimples around her torso and on her back near the therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient was diprosone cream by the doctor and was advised she no longer needed the equipment. The medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient reported having known metal allergies. The patient described the irritation as patches of pimples around her torso and on her back near the therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient was diprosone cream by the doctor and was advised she no longer needed the equipment. The medical outcome is unknown. Supplemental report 9/30/2021: submitting report to correct section g4.